Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was malignant pain. The healthcare provider requested troubleshooting assistance. Per the healthcare provider there were already fluoro studies done for the patient and the results were not satisfactory so they were inquiring about a nuclear study. The reporter planned to confer with the follow up healthcare provider. There were no symptoms reported and no further complications were reported.